Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the products for analysis. The components have not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. There are two explant dates associated with this lap-band system: the access port was removed on (B)(6) 2011 and the band was removed on (B)(6) 2011. Both components will be returned to allergan for evaluation. The reporter of the event was asked to return the products for analysis. Allergan has not received the products at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Event is reported as, "port leakage - loss of fluid in band, amount is not matching amount entered." The access port was removed and replaced with another access port. The explanted device will be returned. Follow-up findings: fluid was noted to be leaking form behind port during surgery. Leak continues and is now suspected to be in the band section. Surgery scheduled and the band will be returned. Follow-up findings: band section removed and leak noted as well. Band will be returned.